Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a total hip replacement surgery, the device broke during the surgical preparation and before it could be used on the patient. Another device had to be obtained from a different hospital. Therefore, the surgery was prolonged by 45-60 minutes. The surgery was finished successfully with the different device. It was not necessary to switch the surgical technique or do a second surgery. Update cmackenbach 18-sep-25 more information was provided that the patient was already under anesthesia when the problem occurred and the anesthesia had to be prolonged due to the described issue.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. The reported event was confirmed. The manufacturer evaluation revealed a broken drill chuck.